Event description:
It was reported to vyaire medical that the lap top ventilator 1200 has constant disc/sens alarm. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02- the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm reported problem through the events log but not duplicated during functional check.